Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a large area was badly discolored, but there was no actual burn. The unit worked normally, with no discrepancy in heat levels. It was apparent from the discoloration pattern that the customer had folded the unit during use, trapping and intensifying the heat levels. This practice is in direct opposition to the instructions and warnings provided with the unit. We determined that this report was attributable to misuse on the part of the consumer, although we found no actual defect to report.